Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having a dental crown that occasionally causes them pain. This is contraindicated for treatment. They also reported that their one lower tooth on the bottom is loose. Requested mobility video.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.